Event description:
It was reported that the intraocular lens was removed intraoperatively due to the pt's anatomy (not specified). The incision was enlarged to remove the lens, and an anterior chamber lens was implanted successfully. Sutures were placed. According to the doctor, there was nothing defective with the lens. Add'l info has been requested. Please reference MDR# 1119279-2013-00009 for the delivery device.

Manufacturer narrative:
The lens was not returned for eval. Investigation of this event is in progress.